Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 300 mg/dl. The customer states their levels had been as low as 13mg/dl. The customer treated the lows with glucose and orange juice. The customer was assisted with troubleshoot. The pump did not alarm for motor error during troubleshoot. The customer was advised issue may have been caused by connection issue. The customer was advised to monitor the device and call back if issues persist.